Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. It was noted that the pacemaker could not be interrogated. There was a system error. The device was restored back in nominal settings successfully and reprogrammed. There were no patient consequences but the patient is pacemaker dependent.